Manufacturer narrative:
A functional check has been performed on the returned instrument, and the sleeve didn't loose the mas. In addition, no defect was found on the returned instrument that can be responsible of the event. The sleeve and extender assembly may loose the bone screw if lateral loads are applied on the sleeve while the extender was already partially reduced. The origin of the lateral load may come from one of the following configurations: the sleeve was not fixed correctly to the head of the bone screw. The arms of the sleeve would not be parallel preventing from a good sliding of the extender resulting in lateral loads against the sleeve. The rod is pinched between the sleeve and the extender during the reduction, resulting in lateral loads against the sleeve. No defect was found on the returned instrument that can confirm one of the aforementioned hypothesis.

Manufacturer narrative:
(B)(4). The device has been returned to the manufacturer for evaluation. Analysis results are not available at the time of this report. A follow-up report will be sent when the analysis is complete. A review of the device history records did not identify any applicable nonconformance to specification.

Manufacturer narrative:
No eval explain code. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient underwent a spinal fusion procedure. During reduction, the screw extender detached from the bone screw. The bone screw had to be replaced and a new screw extender was used. No patient complications were reported.